Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her implant was not working and she was in a lot of pain where her bladder is. The patient stated she just changed the batteries in the patient programmer (pp) and after that she started experiencing pain. The patient confirmed her implant is on and see was seeing 1.5 v and 1.7 v. The patient tried to decrease the stimulation but kept getting the poor communication screen. It was noted the patient used the antenna, the patient confirmed that antenna was secure and tried to sync with the implantable neurostimulator (ins) but this did not resolve the issue. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.